Event description:
New information received notes the patient experienced symptoms due to pacing inhibition prior to the procedure in 2019 where it was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic but dependent on the device for normal function. It was noted that the right ventricular lead (rv) was over-sensing noise. The noise was reproducible with pocket manipulation. The lead was capped on (B)(6) 2019 and replaced. The patient tolerated the procedure well. The patient was stable.